Event description:
It was reported that during use, while the vigilance ii monitor was at the bedside with the patient connected, the adapter plate which secures the monitor broke and the monitor almost fell on the patient. No patient compromise was reported as the nurses intervened when they realized that the monitor had become loose and prevented it from falling. The failure of the adapter plate to remain secure was attributed to the two (2) sheet metal plates of the adapter plate separating. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The manufacturing records were not reviewed as the lot number is unknown. Evaluation of the returned device confirmed the customer's complaint where the two sheet metal plates of the adapter plate separated from each other. The root cause of the broken adapter plate was the spot welder contacting two metal surface joined was weak resulting in the separation. The vigilance 2 adapter plate was scrapped after evaluation. No patient compromise was reported as the nurses intervened when they realized that the monitor had become loose.

Manufacturer narrative:
The complaint investigation, conclusion, and summary will be communicated in a follow-up submission.